Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02 on channel b, which interrupted delivery. This occurred after the device was received by baxter while servicing. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4): correction. Date was left blank, the correct date of (B)(4) 2011 was added. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective pumphead module (phm). To correct the condition, the phm was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.